Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high shock impedance measurements of greater than 125 ohms. There was a suspected fracture of the patient's right ventricular (rv) lead. A surgical revision was performed and the device system was abandoned and replaced. The patient's rv lead was not tested via the pacing system analyzer (psa) during the revision. No additional adverse patient effects were reported.